Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had a low blood glucose event. The customer stated he had a low of 44 mg/dl in the middle of the night. The customer stated his blood glucose had declined from 140 mg/dl. The customer declined to troubleshoot the issue. No additional information provided.